Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue. Internal inspection of the ventilator did not reveal any abnormalities with the fan assembly or the power board. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator started to smoke at the fan assembly while in use on a patient. The parents of the user noticed the smell and the smoke. The ventilator continued to ventilate the patient as intended and there was no harm associated with this complaint.